Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes there was a problem filling in the tube. The following information was provided by the initial reporter. The customer stated: ¿the citrate tubes ref 363048 - lot 2094453 dp: 2022-12 --- have a "vacuum" problem and the filling of the tubes is not done correctly¿

Manufacturer narrative:
Investigation summary: mat: 363048. Lot: 2094453. Bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and shows low draw volume level in the tubes. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was able to confirm customers indicated failure mode based on the photograph provided, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes there was a problem filling in the tube. The following information was provided by the initial reporter. The customer stated: ¿the citrate tubes ref (B)(4) - lot 2094453 dp: 2022-12 --- have a "vacuum" problem and the filling of the tubes is not done correctly¿.